Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl due to the change to the pump's correction factor setting that the healthcare provider had made and the customer's body was adjusting to the change. Fruit was consumed to address the bg. Tandem technical support advised the customer to discuss the event with the healthcare provider.